Event description:
It was reported that the patient had a problem with therapy which included difficulty walking and stiffness. The symptoms had started a couple of months prior to the date of this report. Initially after therapy was implanted it helped the patient with all of her issues and then had gradually they came back. There were no falls or traumas reported. The patient had gone to see their neurologist who was requesting an MRI to make sure the leads had not moved. Impedances were being checked prior to the MRI and the left side 0/3 was 135 ohms and the right side c/4 was 3744 and c/5 was 2309. It was noted that the patient was not programmed with the short circuit contacts 0 and 3 on the left but was programmed was c-4 on the right. Other values on the right side had included c/6-1965, c/7-748, 4/5-2347, 4/6-3298, 4/7-3359 and all other bipolar pairs were under 2000 ohms. Left side values besides 0-3 were between 1000-1500. Stimulation was working and providing therapy. Impedance issues had remained constant prior to and after the scan. The cause of the impedances was not determined and it was not determined if it was device related. Patient had acknowledged several falls prior to reporting issues. No visible breaks were witnessed on the x-ray. Following the scan stimulation was turned on with a voltage of 0 and slowly titrated up to match therapy parameters. The patient had not experienced any uncomfortable issues or unusual sensations. The patient had walked out of the imaging facility on own. MRI scan results had not been shared as of the date of this report. It was assumed patient was receiving therapy but still having the same issues as before. No outcome was provided, further follow-up is being conducted. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3387s-40, lot# v333236, implanted: 2010 (B)(6); product type lead product ID 7482a66, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 64002 lot# n356130, implanted: 2014 (B)(6); product type adapter product ID 37642, serial# (B)(4); product type programmer, patient product ID 7482a66, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3387-40, lot# v006127, implanted: 2006 (B)(6); product type lead. (B)(4).